Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer disconnected from the infusion set site and delivered a 0.1 unit bolus. One drop of insulin was observed exiting the cannula. Customer changed out the infusion set site. Blood glucose was 320 mg/dl.